Manufacturer narrative:
Bayer case number: (B)(4). Uterine perforation [uterine perforation] the left tubal remnant was removed (containing a small bit of residual wire. [Device breakage]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and device breakage ("the left tubal remnant was removed (containing a small bit of residual wire.") In a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6)2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced uterine perforation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic removal of essure device). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-mar-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Uterine perforation [uterine perforation] the left tubal remnant was removed (containing a small bit of residual wire. [Device breakage]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and device breakage ("the left tubal remnant was removed (containing a small bit of residual wire.") In a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced uterine perforation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic removal of essure device). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.